Event description:
It was reported that the pump screen was not illuminating fully. There was no adverse impact to the patient's blood glucose level. Customer declined follow up from tandem technical support.